Event description:
It was reported that sometime after a pulse field ablation (pfa) procedure using a farawave catheter the patient died. The ablation procedure was completed using boston scientific's farawave catheter as well as a unspecified radio frequency ablation system and a non-boston scientific mapping system. The patient was discharged as expected following the ablation procedure. Approximately one week after the procedure they were admitted to a hospital where they later died. The reason for hospitalization was not provided, and the cause of death is unknown. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.